Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported incomplete cut. The reported event was not immediately after the flap was created at that time the surgeon decided not to lift the flap. Additional information has been requested. This report is in regards to the right eye. Additional report will be filed for the left eye.